Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that wake button was sticking. There was no reported impact to the customer¿s blood glucose level. The customer declined to perform troubleshooting or follow up from tandem technical support.